Manufacturer narrative:
Additional info has been requested, and if received, will be provided in a supplemental report.

Event description:
The sales rep reports that the surgeon claims the implant fractured, while the pt was standing.